Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 515 and a ketone level identified as dangerous (diabetic ketoacidosis). Cause was unknown.. Reportedly, customer was using cartridges for 7 days, which is off label use. Tandem technical support educated the customer on approved cartridge instructions for use per tandem labeling. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with insulin drip, and manual injections. Reportedly, the customer was released from the hospital four days later with the issue resolved, and no permanent damage.